Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with degenerative disk disease and discogenic pain. The patient underwent the following procedures: anterior lumbar interbody fusion l3-4. Application of bone dowels x2 to l3-4. Application of plate l3-4. Bone morphogenic protein. As per-op notes, ¿two 20 mm bone dowels were packed with bone morphogenic protein and put into place. Then, a 35 mm synthes plate was contoured and attached using two 24 mm screws and two 22 mm screws. These were used to attach the plate, and ap and lateral fluoroscopy showed good positioning of the plate and the bone dowels.¿ no patient complications have been reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.